Event description:
It was reported that after the operation, the ureteral stent was found to have slipped off. Because the patient had an ostomy tube, and it was discovered in time, and it caused no serious injury, and a new ureteral stent tube was placed and treated. It was further stated that because the catheter had a blind end on one side, the blind end had to be cut off during the operation, which caused the catheter to become short, insufficiently curved, and had poor internal fixation stability, which caused the stent tube to move down or fall off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the operation, the ureteral stent was found to have slipped off. Because the patient had an ostomy tube, and it was discovered in time, and it caused no serious injury, and a new ureteral stent tube was placed and treated. It was further stated that because the catheter had a blind end on one side, the blind end had to be cut off during the operation, which caused the catheter to become short, insufficiently curved, and had poor internal fixation stability, which caused the stent tube to move down or fall off.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿material selection part geometry¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.